Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of metallic coiled wire') in an adult female patient who had essure (ess205) inserted. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure (ess205). The reporter commented: it was reported that essure was not removed (as per pif) date of insertion discrepancy noted- (B)(6) 2006 diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: gross description: bilateral fallopian tubes with bilateral essure, are 2 segments of fimbriated fallopian tubes measuring 4.5 x 0.4 x 0.3 cm and 6.0 x 0.4 x 0.4 cm. Also received are multiple lengths of silver metallic coiled wire consistent with contraceptive device. The shorter tube is inked blue and representative sections to include each fimbriated and entirely are submitted. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-apr-2021: medical record received: event "medical device removal" updated to "fragments of metallic coiled wire", reporter information and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of metallic coiled wire') in an adult female patient who had essure (ess205) inserted. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure (ess205). The reporter commented: it was reported that essure was not removed (as per pif) date of insertion discrepancy noted- (B)(6) 2006 . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: gross description: bilateral fallopian tubes with bilateral essure, are 2 segments of fimbriated fallopian tubes measuring 4.5 x 0.4 x 0.3 cm and 6.0 x 0.4 x 0.4 cm. Also received are multiple lengths of silver metallic coiled wire consistent with contraceptive device. The shorter tube is inked blue and representative sections to include each fimbriated and entirely are submitted. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.